Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that during patient treatment the rotaflow displayed the error message ¿reference¿. The pump stopped and the patient was hand cranked. The device has been exchanged with a backup device. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "referenc error" during patient treatment. The device has been exchanged with a backup device. A gertinge service technician repaired the affected rotaflow (serial#(B)(6)) on 2021-06-09. The technician confirmed the reported failure and replaced the rf (rotaflow) ICU mains socket with filter (material#701073406), rf control board pcba kit (material#701034051), rf flow measure pcba (material#701011681), rf power supply pcba (material#701011675) and the rf power plug us (material#701073671). The affected parts rf (rotaflow) ICU mains socket with filter (material#701073406), rf control board pcba kit (material#701034051), rf flow measure pcba (material#701011681), rf power supply pcba (material#701011675) for further investigation at the manufacturer. The failure was investigated by the life-cycle-engineering (lce) on 2021-11-04 and following most probable root cause could be determined: the most probable root cause could be determined as a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error referenc" and stopped the rotaflow drive. The control board and ICU mains socket with filter were not involved in the reported "referenc error". No failure could be found on the control board. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2016-12-01. The review of the non-conformities has been performed on 2021-11-15 for the period of 2016-12-01 to 2021-05-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).